Event description:
It was reported that during an in office interrogation this subcutaneous implantable cardioverter defibrillator (s-ICD) battery was at three percent remaining. A request was made to have data from this device analyzed. Technical services (ts) reviewed the device data and recommended device replacement, while providing a safe replacement window. Additionally, ts noted that the system impedance had been fluctuating between 100 and 120 ohms on trend but with zero ohms measurements, a review of the implant record revealed a failed defibrillation threshold (dft) test with zero ohm impedance. Ts recommended performing xray to confirm device position. This device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Additional information was received, this s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been received for analysis.

Event description:
It was reported that during an in office interrogation this subcutaneous implantable cardioverter defibrillator (s-ICD) battery was at three percent remaining. A request was made to have data from this device analyzed. Technical services (ts) reviewed the device data and recommended device replacement, while providing a safe replacement window. Additionally, ts noted that the system impedance had been fluctuating between 100 and 120 ohms on trend but with zero ohms measurements, a review of the implant record revealed a failed defibrillation threshold (dft) test with zero ohm impedance. Ts recommended performing xray to confirm device position. This device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during an in office interrogation this subcutaneous implantable cardioverter defibrillator (s-ICD) battery was at three percent remaining. A request was made to have data from this device analyzed. Technical services (ts) reviewed the device data and recommended device replacement, while providing a safe replacement window. Additionally, ts noted that the system impedance had been fluctuating between 100 and 120 ohms on trend but with zero ohms measurements, a review of the implant record revealed a failed defibrillation threshold (dft) test with zero ohm impedance. Ts recommended performing xray to confirm device position. This device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Additional information was received, this s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not been received for analysis. This product was returned.